Event description:
On june 17, 2026, the healthcare provider (hcp) reported that patient #1 experienced a severe reaction following treatment with an ezgel product and required hospitalization. Additional information regarding the event was requested from the hcp; however, no response has been received to date. A follow-up communication will be sent to the hcp to obtain additional details regarding the adverse event.